Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the master tool manipulator (mtm) for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair, the customer had issues with a non-recoverable fault. The fault persisted after a system power cycle. The customer then switched to a different surgeon console to complete the procedure. There was no patient harm. The field service engineer (fse) went to the site and confirmed that error 1 occurred multiple times on the left master tool manipulator (mtm) in the system logs. The fse then replaced the mtm to resolve the issue. An mtm provides the means for the surgeon to control the instrument and endoscope inside the patient from the surgeon console.

Manufacturer narrative:
4307 - intuitive surgical inc. (Isi) received the master tool manipulator (mtm) and completed device evaluation. Failure analysis confirmed that the mtm triggered error 1 and failed calibration on the test system. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.